Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, regarding a 29 mm sapien 3 transcatheter heart valve implant procedure in aortic position by transfemoral approach, during the procedure, more friction than usual was noticed when inserting esheath+ into patient and a lot of push force had to apply to go though the sheath+ with the commander delivery system with crimped valve and the valve alignment could not be performed correctly because of too much force and it seemed like a valve frame stent strut was pointing to the side. The commander with valve was retrieved though the esheath+ and then the esheath+ was removed. A completely new kit was used, and the procedure was completed with good outcome. Patient was stable post-procedure. Per evaluation of provided post-procedural video: esheath+ liner appears torn and also, distal tip is observed torn.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided confirmed the distal tip was torn radially. In this case, the distal tip torn was confirmed based on evaluation of the provided imagery. Available information suggests patient factors (tortuosity) and/or procedural factors (variability in tip expansion) likely contributed to the event, as provided information indicated presence of tortuosity within patient's vasculature. Additionally, provided imagery indicated stretching at the tip torn location. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Furthermore, tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.